Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Review of device memory noted an incorrect model number was displayed along with incorrect times stamps. The memory was able to be corrected. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The reported clinical observations were not able to be reproduced during testing. The cause of the memory corruption was undetermined.

Event description:
Additional information was received indicating this device was explanted due to routine change out. No adverse patient effects were reported.